Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The field service engineer (fse) - if the led is working then he should look at the ui to pm board cable. If that is not the problem he should look at the pm board. The customer swapped the display and the problem is in the display. The led is working. Customer requested the pn for the overlay, power switch, english, cable, ui-pm pcba and user interface (2nd generation). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error code (1105) alarm light emitting diode (led) failed. There was no patient involvement.